Event description:
Related manufacturer reference number 1627487-2022-05290. It was reported that patient experienced ineffective therapy and pain at ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the ipg was relocated and the lead explanted and replaced to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of impedance issues was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.